Event description:
Information was received in 2003 from a patient with a 35-year history of osteoarthritis (oa) and g6pd deficiency. The patient also has a history of arthritis, a stroke in 1998, 11 years of asthma and high blood pressure, 5 years of gastroesophageal reflux disease, a penicillin allergy and additional allergies (unspecified), but no known allergy to chicken, eggs or feathers. The patient has been treated for their high blood pressure. The patient received first series of synvisc injections to right knee in 2002 and second series of synvisc injections to left knee immediately after in the next month. The patient developed fevers of 99-100.1 degrees, headaches, earaches, neck and ears were feeling hot, experienced cold sweats, breathing problems, chest congestion, and subsequently "monthly episodes of acute bronchitis." Experienced increased blood pressure and leg cramps for 2 months. The patient had 18 cc of synovial fluid aspirated from right knee 3 months later. In the next two months, the patient had 18 cc of synovial fluid aspirated from right knee again, "because it kept filling up." The patient was treated with a cortisone injections each time fluid was aspirated from the knee. The patient's episodes of acute bronchitis were resolved with zithromax treatments, and the associated events "waned over next 3 months." The patient was administered third series of synvisc injections to the right knee one month later.